Event description:
It was reported that the three way stop cock connected to the sensor spun. There was no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Zero-stopcock was found to be rotating freely at stopcock to flotrac housing uv bond joint. Uv bond supposed to fix the stopcock at 45 degree angle with flotrac housing. Stopcock could be removed from uv bond without any resistance. Uv adhesive was not present on bonded luer of the stopcock. Very small amount of adhesive was found on the outside edge of flotrac bonded male luer lock nut and there was no adhesive on the male luer. It appeared that the stopcock was not bonded to the flotrac housing due to insufficient adhesive.